Event description:
It was reported that the customer was experiencing unexplained high blood glucose levels of 400 mg/dl to 500 mg/dl. The caller stated that the customer is newly diagnosed and is new to the insulin pump. The customer's blood glucose at the time of the phone call was 398 mg/dl. The customer had been treated with the insulin pump but they were not sure if insulin was being delivered. Troubleshooting was performed. The drive support cap was recessed. The high pressure test passed. The infusion set cannula was not bent or occluded. Everything was programmed correctly and tested within specification. The caller stated that the site of infusion set insertion was sore and irritated. The caller stated that the problem was when they pulled the needle guard off it also pulled the infusion set off of the steel needle. This had happened three times. The caller was given information regarding the correct techniques. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.